Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump successfully, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issue recurs, which the customer acknowledged and understood.